Event description:
In 2000, following a percutaneous transluminal coronary angioplasty (ptca), an angio-seal device was deployed successfully. However, during the night of hospitalization, no pulses could be felt in the foot. A thrombus was suspected and a right pelvic vessel occlusion was confirmed. The following day a right side inguinal revision, thrombectomy of the right pelvic vessel, and a profunda patch graft were performed. During surgery, a small plastic t-piece and a great amount of thrombotic material were removed from the vessel. The op report revealed that the angio-seal device had been deployed in the bifurcation of the fermoral artery indicating that no replacement femoral angiogram had been performed. The op report also revealed that the pt had severe scar tissue in the common femoral artery, the profunda, and the superficial femoral artery revealing several interventional procedures. The pt recovered with no consequences and was discharged from the hosp.